Manufacturer narrative:
Pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to display anomaly. Pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 287 mg/dl at the time of the incident. The customer stated that he was out plowing and lost the pump. The customer stated that someone brought the pump back to him and the screen showed only black and white lines and the battery cap was missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.